Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery. The 3.0x12mm nc quantum apex mr balloon was advanced to pre-dilate the lesion. The balloon was inflated with an non-bsc inflation device and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and patient status is good.